Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900180 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to squeeze the handle to ligate a clip, it got broken. A clip got stuck in the jaws of the applier so that the user was unable to ligate, which occurred to 2 samples. Therefore, the device was replaced with a new one. No clip fell/remained in patient. The sales representative received the above complaints and 3 samples in total from the user. (Lot#: 73e0900863 (as reported) - 2, 73f1900180 - 1). It is unknown which issue occurred to which sample among the three at present.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot#: 73f1900180 was manufactured on 06/05/2019 a total of (B)(4) pieces. Lot was released on 06/11/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab severely bent. A clip was partially loaded incorrectly as it was stuck in the bent rotation tab. A loose clip was also returned that had a broken hook. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. The next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load since the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip broken" was confirmed based upon the sample received. The device was returned with its rotation tab severely bent and a clip stuck in the rotation tab. A loose clip with a broken hook was also returned. The sample was returned with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. The clip stacking also caused a clip to break. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that when the user tried to squeeze the handle to ligate a clip, it got broken. A clip got stuck in the jaws of the applier so that the user was unable to ligate, which occurred to 2 samples. Therefore, the device was replaced with a new one. No clip fell / remained in patient. The sales representative received the above complaints and 3 samples in total from the user. (Lot#: 73e0900863 (as reported) - 2, 73f1900180 - 1). It is unknown which issue occurred to which sample among the three at present.